Event description:
It was reported that the balloon was stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device became stuck with a non-boston scientific guidewire. The balloon catheter and guidewire were removed as a single unit. The procedure was completed with another of same device. No patient injuries reported.